Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of the provided expertise files confirmed the reported behavior, as an inappropriate session ending was observed during a real time test on 15 april 2023. In-depth analysis revealed that this software issue resulted from an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. It should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. A software correction is planned to prevent recurrence of this issue.

Event description:
Reportedly, it was impossible to stop a sensing test, so the battery of the smarttouch tablet was removed and the implant was interrogated again.